Manufacturer narrative:
Per a good faith effort (gfe) response received, after the nursing staff immediately switched to another ventilator, no medical intervention was needed, and no further action was required. The authorized service provider (asp) engineer stated that there was a central processing unit (cpu) printed circuit board assembly (pcba) failure, but the hospital did not want to pay for maintenance. Therefore, the device was not repaired. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint from the nursing staff on the v60 ventilator indicating that the device powered on and operated as intended while connected to a patient, but after a period of usage, the device displayed a cpu pcba adc error, which prevented it from supplying air to the patient normally. It was reported that the issue resulted in abnormal tidal volumes and caused irregularities in the patient's vital signs. Upon discovering the issue, the nursing staff immediately switched to another ventilator. Per the clinical assessment performed by a philips post market surveillance clinical expert, based on the information currently provided and available, the reported harms (abnormal tidal volume, abnormal vital signs [unspecified]) do not constitute a serious injury. Therefore, the device did not cause or contribute to a serious injury or death. Further information regarding this reported event has been requested.